Event description:
Additional information was received indicating this device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
This device has not been returned for analysis. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. There was a concern the battery depleted prematurely. A replacement procedure was scheduled for a later date. No adverse patient effects were reported.